Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to there is a possibility that the foreign object could not be removed due to physical damage of the device. The event can be prevented by following the instructions for use (IFU) which state: ¿ do not pull the universal cord and video cable during an examination. The light guide connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ¿ do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not put or press the video connector and light guide connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the oes cystonephrofiberscope exhibited air/water leakage during an unspecified therapeutic procedure. No additional patient or procedural information has been provided. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, a foreign object was found within the biopsy port. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. An accessory was stuck in the biopsy port. Leak testing was unable to be performed due to a large channel leak. Additionally, the evaluation found the image blurry, and the light guide prong needed replacement. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.